Manufacturer narrative:
Results: the distal tip of the lantern had damaged liner and partial fractures at two locations. The lantern was ovalized just distal to the proximal marker band. The distal length of the lantern was slightly deformed. Conclusions: evaluation of the returned lantern revealed partial fractures and an ovalization on its distal tip. No other coils were advanced through the lantern prior to the subject coil described in the complaint. The distal ovalization may have been due to forceful manipulation during placement of the device or during preparation. The root cause of the partial fractures could not be determined. During functional analysis, a demonstration coil was unable to be advanced through the damaged region on the distal end of the catheter. No other devices associated with this complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a penumbra coil 400 through the lantern, the physician experienced resistance at the lantern''s tip and the coil would not advance further; therefore, the lantern was removed. The procedure was completed using a new lantern and the same pc400. There was no report of an adverse effect to the patient.